Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, a cuff inflation/deflation issue was discovered. The customer reported that there was no injury and no patient symptoms or complications associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, a cuff inflation/deflation issue was discovered. The customer reported that the patient was re-intubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: UDI, first name, last name, phone #), MFR site (first and last name, email), MFR site (phone #), date rec'd by MFR. Evaluation summary: one sample was received. The device is used in treatment. The device does not meet specifications. Complaint mode was confirmed. The sample was evaluated by apply the pressure into the cuff and under water test. The result found the cuff had leakage from cuff tear and the actual sample had been used. The most probable root cause is ¿cuff punctured/ ruptured during insertion/use¿ which is as a result of the cuff coming in contract with a sharp/rough surface. The failure relates to the reported event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.